Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that the distal conductor was fractured. Blood/body fluid was present on the distal conductor (not obstructed), and in/on the helix mechanism. Several conductors, notably the distal conductor, were distorted. The inner tubing was kinked/buckled. The outer insulation was breached cut, had a white substance on it, and had a cosmetic depression. The helix was distorted/bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that upon lead extraction, the lead was fractured. No patient complications have been reported as a result of this event.